Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:strip issue(user is testing with expired test strips).

Event description:
Customer complains of lo results (less than 20mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 120mg/dl-130mg/dl fasting. Verified the strips expire 4/30/2018. Customer confirms the strips have been in use for more than 6 months. Reviewed meter memory: (B)(6). The customer is concerned with the results of lo in the meter's memory. The customer was advised that the lo means the blood result could be below 20mg/dl. The customer stated the blood result could not be below 20mg/dl since is not having any symptoms of low blood sugar. The customer was advised not to use the test strips. Customer has changed the diet by having less carbohydrates and fat. Customer include vegetables in the diet.